Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported break and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
D10 - concomitant product: concomitant device added.

Event description:
Subsequent to the initial MDR report, additional information was received. The indeflator used during this procedure was a non-abbott device. There was no resistance noted when connecting the luer to the indeflator. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left profunda artery with mild calcification, mild tortuosity and 80% stenosis via the right femoral access. During the procedure, the 5x80mm armada 35 balloon dilation catheter (bdc) which was prepped per the instructions for use, was connected to the indeflator, pressure was applied and a leak at the hub was noted. A replacement indeflator had the same result leading to discover a crack in the hub. The procedure was successfully completed with a new same size armada 35 bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.